Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed, and the prime test passed. A tubing clamp was not available to perform the high pressure test. The customer stated that she did not try to change her infusion set when her blood glucose levels began to elevate. The customer stated that she did take a manual injection to treat, and it did bring her blood glucose levels down temporarily. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.